Event description:
It was reported that during service and evaluation, it was determined that the battery reamer device had a sticky trigger. It was noted in the service order that the device the handpiece battery connection is correct, but the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was functionally and visually tested according to the diagnostic assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to loose lock ring from trigger. The device failed following steps of the diagnostic assessments. General condition: fail check for sticky trigger: fail check function of device: fail the device was visually and functionally inspected, and it was found that the lock ring on the trigger was loose and damaged. Furthermore, it was found that the trigger was sticky and the device was unable to run. When the device was disassembled it was found that the motor seemed to be scratched with a sharp object, indicating that the motor was tried to be pulled out without success. Furthermore, the cables show clear signs that they were removed and soldered back in position. All the found failures lead to the conclusion of an unauthorized third party repair attempt. The most probable cause for the found defect is a failure to follow instructions due to unauthorized repair. As part of synthes quality process devices are manufactured / inspected and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user or customer: servicing this system requires regular maintenance service, at least once a year, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.